Event description:
The pt suffered a fall, which resulted in damage to the lead. Lead replacement surgery is planned. Lead break is suspected. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the nature of the suspected lead failure.

Event description:
Further follow-up revealed that the pt underwent revision surgery. It was reported that the surgeon did not explant the existing vns therapy system and that the new vns therapy system was implanted on the right side and attached to the patient's right vagus nerve due to a mass of fibrous tissue on the left vagus nerve.